Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery non-functional) was confirmed. As received, the battery was unable to power a monitor or charge. Upon evaluation, the q2 transistor was shorted. The cause of the non-functional battery pack is the shorted q2 transistor. The root cause of the shorted transistor cannot be positively identified. No adverse event resulted from the shorted transistor.

Event description:
A us distributor returned a battery pack indicating that it was non-functional.